Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced erroneous results. This event occurred 4 times. The following information was provided by the initial reporter: the customer stated they are "having the same issue with elevated inr's on normal subjects." New information: customer states "having one more site complaining of this same issue."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-19 h6: investigation summary bd received customer samples according to tracking information and retention samples from the same lot from manufacturing. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, erroneous results, because the defect was not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. See h.10..

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced erroneous results. This event occurred 4 times. The following information was provided by the initial reporter: the customer stated they are "having the same issue with elevated inr's on normal subjects." New information: customer states "having one more site complaining of this same issue."